Manufacturer narrative:
Correction to initial report: d.1, d.4, g.5; and omit (B)(4) from d.11. The patient was a child. The customer¿s report that the tubing disconnected and leaked from the bi-fuse was confirmed to be a break from the filter on the primary set, not the bifuse extension set. Visual inspection found that set model 2202-0500 was broken at the filter inlet spigot. Closer inspection of the break under magnification observed stress marks at the break site. Functional, infusion, and pressure testing did not replicate any leaks with the bifuse extension set. Functional testing was not able to be performed on the primary set the root cause of the filter inlet spigot break is a supplier assembly, handling, and shipping processes in addition to a manufacturing assembly issue involving excess solvent application at the affected engagement.

Event description:
It was reported that the child's IV tubing disconnected and leaked from the bi-fuse during a lipid infusion. No patient harm occurred. The tpn (1000 ml bag) was connected to one needleless port of the bifuse. The lipid infusion (100 ml bag) was connected to the distal y side of the tpn line.

Manufacturer narrative:
Concomitant medical products: 1000 ml exactamix baxter bag ref h938739 for tpn; 100 ml smoflipid 20%, 20 grams/100 ml, kabi bag lot 10mi7684 exp 08/2020, therapy date unk. The device has arrived for investigation, however the investigation has not started. Although requested, patient demographic details were not provided. A follow up report will be submitted with failure investigation results after completion of the investigation.

Event description:
It was reported that the child's IV tubing disconnected and leaked from the bi-fuse during a lipid infusion. No patient harm occurred. The tpn (1000 ml bag) was connected to one needleless port of the bifuse. The lipid infusion (100 ml bag) was connected to the distal y side of the tpn line.